Event description:
The caller reported that he has an employee who was handling the biological from the processed load and it was reported that it ruptured, and the employee received a contact on her right thumb. It was reported that the employee had burning and tingling and white at the contact site. It was reported that she rinsed her hand and she went to the employee health, and they sent her to a physician but did not receive any treatment.

Manufacturer narrative:
Other, skin contact.